Manufacturer narrative:
The 2.5mm diameter locking screw (1405-101x) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The specific identification of the screws was not available and therefore the device history records for all possible devices were reviewed (1405-1012 and 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Although a number of factors could have contributed to the screw breakage, the most likely cause cannot be determined without return of the device for evaluation and no radiographic evidence confirming breakage of a screw. However, based on the information provided, the available radiographic evidence and feedback from the doctor indicating there was fusion of the patients bones, it is likely initial placement of the device subjected excessive bending stresses on the screw which lead to its breakage. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016, the patient went to the doctor complaining of pain. Upon review of radiographic evidence, the doctor informed the patient of a screw that may be potentially broken. The device remains implanted with no revision scheduled at this time.

Manufacturer narrative:
Corrected data: additional information received indicates all hardware was removed in a revision surgery on (B)(6) 2019 due to a metatarsal fracture and a broken screw. The patient is reported to currently be doing well with no other outcomes attributed to this event. The 2.5mm diameter locking screw (1405-101x) is provided to customers within a sterile kit (sk12) and marked single use. The UDI reference is for the sterile kit, sk12, that the product is distributed with. The device was not returned to the manufacturer for evaluation and the specific identification of the screws was not available. Therefore, the device history records for all possible devices were reviewed (1405-1012 and 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. It was reported that after an original bunion surgery was completed on (B)(6) 2016, the patient went to the doctor complaining of pain. All hardware was removed in a revision surgery on (B)(6) 2019 due to a metatarsal fracture and a broken screw. Although a number of factors could have contributed to the screw breakage and metatarsal fracture, the most likely cause cannot be determined without return of the device for evaluation and not being able to confirm the screw breakage or metatarsal fracture through the radiographic evidence provided. However, based on the available information, review of radiographic evidence and feedback from the doctor indicating there was fusion of the patients bones, it is likely initial placement of the device subjected excessive bending stresses on the screw which can potentially lead to what was reported. The patient is reported to currently be doing well with no other outcomes attributed to this event. The company will supplement this MDR as necessary and appropriate. Additional information: report source-date rec¿d by MFR: additional information received from patient 04/22/2019. Follow-up type: additional information. Patient - 3191 no code available (patient underwent additional procedure). Additional information received on 04/22/2019 indicates the following: all hardware was removed in a revision surgery on (B)(6) 2019, the site was revised by stabilizing the metatarsal fracture with bone graft, removal of scar tissue, and rerouting a nerve. · the patient is doing well and overall not in as much pain anymore.

Event description:
After an original bunion surgery was completed on (B)(6) 2016, the patient went to the doctor complaining of pain. All hardware was removed in a revision surgery on (B)(6) 2019 due to a metatarsal fracture and a broken screw. The patient is reported to currently be doing well with no other outcomes attributed to this event.

Manufacturer narrative:
Corrected data: report type: adverse event & product problem. Additional information: outcomes attributed to adverse event: required intervention to prevent impairment/damage (devices). Additional information received from patient 10/17/2018. Type of reportable event: serious injury. Follow-up type: correction & additional information. Patient - 1870 fracture(s). Additional information received on 10/17/2018 indicates the most current CT scan from 08/20/2018 shows a metatarsal fracture. Additional information received on 11/12/2018 indicates all hardware will be removed in a revision surgery scheduled on (B)(6) 2019.